Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood sugar after being off the ilet pump for several days and contacted support, at which point training was scheduled to address low glucose management. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting to support proper device use. Investigation included customer interview and case review. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and the event was attributed to cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.